Manufacturer narrative:
The cause of the death was reported as post hypotension electromechanical dissociation. Additionally, it was reported the patient had a low ejection fraction and dilated cardiomyopathy. The family declined an autopsy and made no allegations against any boston scientific products. The local field representative confirmed the patient and family were aware of a low probability of survival, prior to, cardiac intervention. No return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized after receiving several shocks. Upon interrogation, it was noted that more than 700 episodes were recorded in the past month with system noise contributing to inappropriate shocking. The right ventricular lead had been implanted for pace/sense function only and a chest x-ray indicated the product may have been damaged. As a result, the system was programmed to monitor only until a revision procedure could be performed. No adverse patient effects were reported at this time. During the subsequent revision, the rv pace/sense lead was explanted in the absence of difficulty or adverse effects; however, the physician reported difficulty during 0148 rv passive fixation lead extraction (see report 2124215-2011-20916). During the 0148 lead extraction, the patient became bradycardiac and external defibrillation was required. Maximum energy external shocks were delivered, but ineffective and a thoracotomy performed. Cardiac massage was initiated; however, the patient passed away.